Manufacturer narrative:
PMA/510k: date received by manufacturer: 13-sep-2019 should be corrected to 10-sep-2019 in supplemental medwatch report #1. Claim#: (B)(4).

Manufacturer narrative:
"Reporter indicated that the lens was explanted" should have been included in supplemental #1 medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Explant date: unk. Patient code 3191: no code available (secondary surgery, lens explant). Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -15.0/+1.0/146 (sphere/cylinder/axis) into the patient's right eye (od). The surgeon reports lens decentration inferiorly and temporally and lens rotation. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.